Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4).note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.additional information: codes updated1. General information:complaint: (B)(4).----------------------------------------------------------------2. Information to the sample:2.1 model: infusomat space2.2 article number: 87130502.3 serial number/batch: (B)(6)2.4 software version: n0300012.5 hours of operation: 92462.6 further information: n/a----------------------------------------------------------------3. Investigation results:3.1 history inspection:the device history files were read and analyzed. The history files from 2023-11-03 were investigated. A space line was inserted and the infusion started with a rate of 592ml/h and a volume of 330ml. The volume was reached and the kvo mode started. The infusion was stopped, at this time 330,03ml was infused. No other abnormalities were found.3.2 visual inspection:a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate.3.3 functional inspection:a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation.3.4 pressure inspection:in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked. The mechanical pressure cut-off was checked. Safety clamp was checked. The device matches the required values and standards. All measured values are within our specification.3.5 flow rate inspection:a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,20%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling:during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion". According to the customer: "reason of complaint: user started IV carboplatin (16mg in 266ml) at 1620hrs. Therapy should last 30 minutes. Therapy setting set by user of affected infusomat space pump as follows : vtbi : 330ml. Rate : 592ml/hr. According to the user, therapy should end by approximately at 1655hrs. However, when pump alarmed for kvo, it was found that there is balance fluid in the bag. User then removed the whole infusion set from this original unit and complete the remaining volume with another unit of pump. User claim that there is a total of 13 minutes delay for completion for the regimen. Attached with history log, video and statement from user."